Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mst0809 probe was received february 11, 2019 and evaluated february 22, 2019. The device was found to have cup alignment on the marker port during first sample by user; therefore, tissue did not transport into chamber one. Breast tissue was found in the cutter of the probe. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products inc. Received a report from sales, stating, during procedure no tissue was acquired. This is documented in our system as record # (B)(4).